Event description:
On (B)(6) 2011, pt reported receiving an e4 (occlusion) error while attempting a bolus of 20.0 units of insulin. Pt stated an occlusion also occurred last night. Pt reported at that time, she disconnected the infusion set tubing from the infusion site and then reconnected the tubing to the site. Pt stated she was able to deliver her bolus without an occlusion. Pt reported she noticed air bubbles in her infusion tubing today. Had pt disconnect the infusion tubing from the infusion site and attempt a prime; e4 (occlusion) error occurred again. Had pt remove the infusion tubing from the insulin cartridge; was able to prime successfully. Pt is using expired infusion tubing. Had pt attach new unexpired infusion tubing to the infusion adapter and prime until insulin came out of the end of the infusion tubing. Had pt connect the infusion tubing to the infusion site and place the infusion device into run mode. Advised pt against priming to deliver bolus. Pt performed a prime and stopped at around 8.0 units of insulin. Pt stated she placed the infusion device into run mode; e4 did not reoccur. On f/u call on (B)(6) 2011, pt reported after troubleshooting her blood glucose increased to 500mg/dl. Pt's normal blood glucose range is 100-150 mg/dl. Pt stated the e4 (occlusion) error continued after troubleshooting as she was still using expired products when changing to new infusion sites and infusion tubing. Pt reported she went to the hospital on (B)(6) 2011 when her blood glucose was 500mg/dl and she was not able to decrease it with a bolus and/or an e4 would occur. Pt stated she was not diagnosed in dka. Pt reported she was admitted and treated for elevated blood glucose with IV insulin and injections. Pt stated her blood glucose was monitored every 4 hours and she remained in the 200-300 mg/dl range. Pt reported her blood glucose was 323 mg/dl when she was released on (B)(6) 2011. Pt stated her blood glucose levels are back to normal since using the new infusion sets. Pt reported no occlusions have occurred since changing to the new box of infusion sets. Product was replaced and requested return of the alleged product for evaluation.